Event description:
Additional information received - the reporter stated the lens was partially in the patient's eye and was removed with no injury. The haptic was noted to be missing when it was inserted and the cause of the damaged lens was due to a loading issue/error.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another lens was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight - unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. The other haptic was bent. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).